Event description:
The customer called and reported the sensor gave a reading below 75 mg/dl while her blood glucose was well over 100 mg/dl. The customer then calibrated, but then received a reading of 51 mg/dl. Customer calibrated again and received a change sensor alert. At the time of this report, customer's blood glucose was 503 mg/dl, which she treated with a bolus from her insulin pump. Insertion techniques and timing of blood glucose entries were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.